Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display went blank. Customer blood glucose reading was 160 mg/dl. The insulin pump did not have any physical damage. The insulin pump did not have any exposure of moisture. Customer was not calling back after receiving battery cap. Customer inserted new aaa (B)(6) battery. Customer states the display did not return. The incident started on (B)(6) 2017. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery tube spring and battery tube. Unable to confirm failed batt test and unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.